Manufacturer narrative:
The technician replaced the trendelenburg valve and head hi/low down valve to resolve the issue. The cause of the issue was contamination.

Event description:
The account alleged that the head hi/low would drift down overnight. No injury.